Manufacturer narrative:
(B)(4). Physio-control provided the customer, a biomedical engineer, with technical assistance. Physio was informed by the customer that the device will not be repaired at this time. It is unknown if the customer will be replacing the device or returning it to physio-control for evaluation at a later time. The device has not been returned to physio-control.  The cause of the reported failure could not be determined.

Event description:
The customer contacted physio-control to report that a service indicator was displayed on their device. In addition, the device was able to charge for defibrillation but would not deliver the energy. There was no patient use associated with the reported event.